Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device remains implanted and was not returned. It was stated that there were no issues seen with the pump, the sutures had just come loose. Physician did not provide a reason why sutures may have come loose. Internal complaint number: (B)(4).

Event description:
Representative stated that a revision occurred to re-suture a patient's pump. Originally, there were no pump issues. The sutures had come loose so the physician re-sutured down the pump. Physician did not provide a reason why sutures may have come loose.